Manufacturer narrative:
Serial number (B)(4) with lot number 530018 was provided belonging to an unknown side. This report is for the left side. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white particles in device inner surface and one curved opening. A microscopic analysis and leak test were performed which identify: one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Event description:
Device was explanted.